Manufacturer narrative:
Insulin pump alarmed motor error during rewinding due to encoder signal out of phase.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 160 mg/dl. The customer was assisted with the troubleshooting and customer reports display was blank currently. Customer states the contacts on the battery cap were not missing or damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer also stated that they inserted new battery and display did not return. The device will be returned for the analysis.